Manufacturer narrative:
A review of the package insert (pi) was performed for clarity of instructions. No issues were found. Source of the complaint was a phone call.

Event description:
Consumer reported possible invalid result. Once customer spoke to technical support and had the results explained to them, they understood that the results were valid.